Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified distal right coronary artery (rca) artery. The physician advanced a 8mmx1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 8atms. On the second inflation the balloon ruptured at 12atms. The procedure was completed with different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).